Manufacturer narrative:
The product used by this office was not returned to 3m oral care for evaluation.

Event description:
On (B)(6) 2018, a dentist reported that a (B)(6) female patient experienced shortness of breath within 5 minutes after application of 3m espe vanish¿ 5% sodium fluoride white varnish (melon flavor); the dentist had the patient rinse and brush off the varnish prior to leaving the office. The patient went to the emergency room later that same day, where benadryl was administered intravenously and one epinephrine injection was administered. Other products used during the dental appointment included a non-3m brand of prophy paste. Current patient status is fine.